Event description:
Mother reported via phone call that the insulin pump alarmed button error when updating settings. Customer's blood glucose reading at the time of the call was 220 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
No motor error alarm noted, however esc button did not respond due to flattened button dome switch. Insulin pump received with minor scratched display window, cracked case at display window corners and broken reservoir tube.